Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery also; a47 alarms were noted due to corrupted history file. Unable to confirm e70 error alarm due to overwritten history file. The motor was tested outside the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No rewind anomaly noted. The insulin pump passed the rewind, basic occlusion, prime/a33 and displacement tests. The insulin pump has cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via telephone call that the insulin pump alarmed for a motor error during a manual bolus. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.